Event description:
As reported by the equinoxe shoulder study, the patient had an initial tsa on (B)(6) 2022. The patient presented on (B)(6) 2023 with aseptic humeral loosening. Subject demonstrates radiolucent lines in zone 1 and zone 8 on x-ray. Related to known copper allergy. The case report form indicates that this event is definitely related to device and/or procedure. Outcome is continuing with possible revision in the future. Patient will follow up in 2 months, after a bout of physical therapy.

Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 300-30-06 equinoxe preserve stem 6mm; 310-01-44 equinoxe, humeral head short, 44mm (alpha); 300-10-15 equinoxe replicator plate 1.5mm o/s.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, d6b, h6 . PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Explant date is unknown. The adverse event reported may be the result of the humeral loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as the devices remain implanted and no radiographs or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.